Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hypotension. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During advancement, while steering down, the clip came in contact with the entrance of the pulmonary vein; however, no damage occurred. The clip was advanced and while positioning the clip above the mitral valve, the patient's blood pressure dropped from 150mmhg to roughly 30mmhg. To gain distance to the valve, the clip was retracted. To support the blood pressure, the physician attempted chest compressions. Additional medication was given as well. The blood pressure normalized so the procedure was continued. It was noted that the extra medication was stopped, and the patient's blood pressure dropped again. The extra medication was administered again, and chest compressions were performed. The patient became stable and the procedure was continued. One clip was implanted reducing mr to a grade of 1. It was unclear why the blood pressure dropped. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and a conclusive cause for the reported physical resistance and patient effect of hypotension could not be determined in this case. The reported patient effect of hypotension is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.